Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The distributor reported ink spots/ cracks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 08/21/2013animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on investigation, the display did not have any spots or cracks in it; however, it was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.